Manufacturer narrative:
Section c: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The delivery catheter will be evaluated when provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore by field sales associate (fsa): on (B)(6) 2025, the patient presented with a stenosis of the iliac artery and underwent treatment utilizing a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). It was reported that during the release of the vbx device, there was a problem: the vbx device could not be separated from the balloon because it was not possible to deflate the balloon. As stated by the customer, fluid leaked from the hub/catheter during the use of the high-pressure syringe. Through extensive manipulation using tape, the balloon could eventually be deflated, and the stent was successfully released. The patient tolerated the procedure.

Manufacturer narrative:
H2: device was evaluated. H6: updated health effect code and medical device problem code. Further investigations are being performed in relation to the manufacturing of the involved hub component. The findings have not yet been completed by the supplier. The findings will be included in the final mir. Product history review: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The primary reported failure mode, related to an inability to deflate the balloon, could not be confirmed as returned because the balloon was able to be deflated without issue during engineering evaluation. However, the reported failure mode related to a catheter leak is consistent with the engineering evaluation findings of water observed leaking through the hub¿s proximal glue port. Though an inability to deflate the balloon was could not be confirmed during evaluation, the confirmed leakage at the hub has the potential to affect the ability to deflate the balloon as reported. As noted by the engineering evaluation, the root cause of the leakage is likely related to insufficient glue coverage within the glue port resulting in a leak pathway between the inflation lumen and glue port in the hub, which can be traced to the manufacturing of the catheter.

Manufacturer narrative:
H6: updated type of investigation code findings code and conclusion code.